Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned blocker and screw were examined and exhibited indentations, which suggested that final tightening was done properly. No x-rays could be obtained, so that configuration of the construct could not be analyzed. It is possible that this configuration may have contributed to the event along with the activity of the patient. Conclusion: due to the multifactorial nature of the event, the root cause cannot be determined conclusively.

Event description:
It was reported that; doctor informed me that xia 4.5 instrumentation had failed and needed to be revised. Revision due to right l4 rod pulling out of tulip head. During procedure, all four of the tulip heads were identified to be loose as well as the associated blockers and rods.

Event description:
It was reported that; doctor informed me that xia 4.5 instrumentation had failed and needed to be revised. Revision due to right l4 rod pulling out of tulip head. During procedure, all four of the tulip heads were identified to be loose as well as the associated blockers and rods.